Event description:
It was reported that the patient presented in-clinic with diaphragmatic stimulation. Upon interrogation, it was noted that there was no capture at high output. The pacing lead impedance and sensing had dropped, but were within range. On x-ray it was noted that the lead had perforated through the myocardium. The lead was repositioned without complications. Patient's condition is good.

Manufacturer narrative:
No medwatch form was received.